Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the problem was confirmed. The hose / cord was pulled loose out of the connector end of the motor assembly. The condition of the hose / cord was most likely due to handling issues at the customer site. It appears that the hose / cord was pulled on instead of the connector in order to disconnect the motor. The internal motor parts most likely were exposed to moisture during cleaning due to the separation and exposure. If additional information is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from USA stating that the "hose covering wiring detached from end" of the device. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.